Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock at night, while laying. During motion testing, when the patient pull over the arms no noise was reproduced. Data analysis was performed, and boston scientific technical services observed noise which appeared to be related to a connection issue and more needs to be investigated in clinic to exclude an electrode fracture. Signal signature was consistent with changes in the impedance pathway of the alternate sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other contact disturbances near the device header. Technical services recommended general sense b node management options, further noise testing steps, and suggested performing a full chest x-ray with high resolution. No additional adverse patient effects were reported. This device and electrode remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock at night, while laying. During motion testing, when the patient pull over the arms no noise was reproduced. Data analysis was performed, and boston scientific technical services observed noise which appeared to be related to a connection issue and more needs to be investigated in clinic to exclude an electrode fracture. Signal signature was consistent with changes in the impedance pathway of the alternate sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other contact disturbances near the device header. Technical services recommended general sense b node management options, further noise testing steps, and suggested performing a full chest x-ray with high resolution. No additional adverse patient effects were reported. This device and electrode remain in-service.